Event description:
On (B)(6) 2015, the reporter contacted animas alleging an intermittent power issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of trouble shooting.

Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 08/07/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed related rebooting events. Two battery compartment cracks were observed moisture was observed within the battery compartment. Leak testing revealed a battery compartment leak. The battery cap contact width was found to be out of specification. The battery cap was able to secure properly to the pump; no power issues were experienced. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect to the pump¿s internal components was observed. Unrelated to the complaint, investigation revealed the display screen was dim and discolored.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.